Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on year the article was published. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source rezaee, me et al. Effect of transperineally versus transrectal prostate biopsy on the quality of hydrogel spacer placement in men prior to radiation therapy for prostate cancer. Urology block h6: imdrf patient code (B)(6) captures the reportable event of abscess.

Event description:
Boston scientific became aware of an event involving an spaceoar device, through the article, effect of transperineally versus transrectal prostate biopsy on the quality of hydrogel spacer placement in men prior to radiation therapy for prostate cancer written by rezaee, me et al. Per the article, 489 patients participate in the study, two types of biopsies were performed transrectal (tr) and transperineally (tp). In 273 patients the biopsy was performed tr, while in 122 patients the biopsy was performed (tp). This report captures the adverse events that occurred in 3 (0,8%) patients. These complications were; severe pain requiring narcotics, and perirectal abscess requiring drainage by interventional radiology. The patient that experienced pain, underwent to spaceoar placement procedure on (B)(6) 2020. The procedure was performed with local anesthesia. The first 10 days post procedure the patient experienced pain on urination, with bowel movements. Eventually these symptoms resolved without any treatment. Another case, the patient that developed an abscess, had the placement procedure on (B)(6), 2022. The procedure was performed with local anesthesia. The abscess was drained spontaneously and treated oral antibiotics. The radiation treatment was delayed as resulted of this event. The resolution of the abscess was noted on subsequent anoscope on (B)(6) 2023.